Event description:
Reportedly, after a cardioversion performed due to atrial fibrillation, no sensing was observed. The pacemaker delivered atrial and ventricular pacing, despite that the patient¿s rhythm was a normal conducted sinus rhythm according to the physician. The electrodes used for the defibrillation shock were positioned on the chest and the back of the patient.